Event description:
The following was reported to hamilton medical ag: summary: turn flow sensor alarm.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: rootcause: defective flow sensor. Correction: replaced flow sensor.